Event description:
Pt was found by staff nurse in bathroom with door locked. Staff used key and entered. Pt was found slumped on floor with butter knife in hand and pca pump at side. Pt was diaphoretic; responded to verbal commands, but lethargic in movement. After moving pt to bed, pca pump was inspected and tampering was noted on pump. 30cc demerol left in pump with 25cc unaccounted for. Pt was given narcan, placed on telemetry and monitored closely. Pt showed nurse the next day how he had used the knife to give himself a bolus injection.